Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the guidewire. The customer noted that they had used the guidewire provided with the iab. A new iab was inserted without further issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. A one-way valve was attached to the extracorporeal tubing. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and one-way valve was performed and no leaks were detected. A 0.025¿ guidewire was inserted through the iab and two occlusions were observed at approximately 6.3 cm and 78.0 cm from the iab tip and were able to be cleared. The evaluation confirms the reported problem. We are unable to determine when or how the inner lumen became occluded. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).